Event description:
It was reported that intermittent occlusion alarms occurred. The customers blood glucose level was in the range of 200 mg/dl and reading "high" on cgm, a specific value was not provided. The customer successfully resumed insulin therapy. Reportedly, the customer was using trusteel infusion set for longer than the recommended 48 hour period, tandem technical support educated the customer that is off label per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.